Manufacturer narrative:
(B)(4). G2: foreign country: china. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant broke into 2 pieces during surgery. Due to a low inventory, the implant was reinserted after being bonded back together with bone cement. There was no surgical delay and the surgical technique had been utilized. There are no plans for a revision at this time. The patient is not experiencing any symptoms. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause can be attributed to use error, as outlined in the instructions for use (IFU) document, it states ''improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Accidental contact with electro-cautery can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear. Do not modify implants''. The device was modified and implanted. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.